Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a stent-assisted coiling treatment was performed on a right mca bifurcation aneurysm on a patient with bilateral mca aneurysms. The coil loops were noted to have herniated towards the anterior temporal artery, and an lvis stent was placed from the anterior temporal artery down into the distal supraclinoid internal carotid artery. There was no evidence of any in-stent thrombosis or distal vessel cutoff. Additional coil loops were noted to have herniated towards the parent mca, and a 2nd lvis stent was deployed across the neck of the aneurysm. Five (5) additional coils were implanted. There was slowing of flow into the right mca branches secondary to a non-occlusive hyperacute thrombosis of the stent placed in the right mca, which was treated with integrilin intra-arterial infusion, followed by an intravenous integrilin drip. There was no evidence of any distal vessel cutoff, and normal capillary phase and venous drainage were noted. Follow-up digital subtraction angiography and 3-dimensional rotational angiogram images were obtained, which revealed good revascularization of the right mca with no residual in-stent thrombosis. The patient was extubated and found to be neurologically stable, and transferred to the ICU for further post-operative care. Patient will be transitioned to post-operative brinlinta and aspirin.